Event description:
The customer contact reported the device touchscreen was not working. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was available for clinical use. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.